Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that for the last week and a half, the patient had been feeling pulses on their right side down their hand and down their leg and that their toes would twitch to the rhythm of the pulse. The caller stated the patient didn't tell them about it the first time but then the patient told them about it stating they would feel it while they were laying in bed and the caller stated the sensation was not constant and it would come and go. The patient's caregiver stated they tried to connect to the implant with the patient programmer and they got a por (power on reset) message. Patient services reviewed the meaning of por power on reset with the caller and reviewed ins battery longevity considerations, explaining that the ins was most likely near the end of life and redirected the patient to follow up with their managing health care provider to further address the issue and to check the implanted system. The caller stated they didn't know who the healthcare provider even was so patient services provided the caller with the name of the healthcare provider (hcp) who implanted the ins. Caller stated they would reach out to the hcp and noted they may call back if they needed assistance with finding another hcp if they couldn't get a hold of this doctor.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.